Manufacturer narrative:
The reported loss of communication was confirmed. Upon interrogation, communication was unable to be established with the device. The device was subjected to a power on reset during bench testing, but once the power supply was reconnected the device communication was seen to be normal. The failure mode was lost during testing and the root cause of the telemetry anomaly was unable to be determined. Additionally, telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the device was unable to be interrogated via inductive telemetry when it was still inside the packaging. The device was not used and there was no patient consequences.